Manufacturer narrative:
The pump and introducer were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The complainant had a patient admitted in with known coronary artery disease and plan for a high-risk percutaneous coronary intervention. The pump failed to deliver and the 13 french x 25 centimeter sheath had kinked with the attempted delivery. The medical doctor reported that the patient had a heavily calcified access site. The pump was aborted and there was no patient harm.

Manufacturer narrative:
Clinical details report that difficult anatomy and heavily calcified arteries caused the introducer sheath to kink during access. The impella cp was unable to be delivered for this reason. It is unclear from clinical details how far the impella cp was delivered when the team aborted. The investigation of introducer damage: mechanical and delivery issues has been completed. Introducer damage mechanical: returned product was investigated and there was a kink in the sheath as reported. Based on the clinical report that the patient had heavily calcified anatomy and the returned introducer had a kink, the root cause of the introducer damage was determined to be a sheath kink. Delivery issues: the returned pump was investigated and there were no abnormalities noted, particularly to the cannula or catheter. Based on clinical details provided that the introducer sheath kinked due to diseased vasculature, and the delivery of the cp was unsuccessful, the root cause of the delivery issue was determined to be patient condition.